Event description:
Boston scientific received information that this right ventricular (rv) lead was repositioned. A lead dislodgement was suspected as the lead would not capture at max outputs. X-ray showed the lead in the same position, however since there was no capture, the physician elected to reposition the lead. During the revision procedure, the physician was concerned about a micro-peroration. The lead was successfully repositioned with stable measurements. The lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.